Manufacturer narrative:
In general, carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also, true for tango optimo. This matter is also displayed in its specs. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a positive abs result should undergo retesting and because any abs-positive sample from a blood donor should be excluded from transfusion, no serious threat neither for pt nor user or device may arise due to a carry-over event.

Event description:
Customer reports discrepant antibody results obtained on college of american pathologists (cap) sample (B)(4) from cap survey (B)(4) when ran on her two tango instruments. She ran this sample and obtained positive antibody screening results on tango (B)(4). When ran on tango (B)(4), the result was negative. Insufficient washing of the left sample probe was blamed in instance of carryover from (B)(4) (strong d). The instrument was serviced but the customer reported the carryover persisted. In accordance to the results obtained at the customer site, testing at (B)(4) confirmed a carry-over event from one well into the following one occurring during sequential pipetting of different blood plasma caused by the high titre of antibody present in the original sample. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution of biological residues by approx 1:1000. In general, this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.